Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 20 mg/dl. It was reported that the customer was brought to the hospital to bring up her blood glucose levels. It was reported that the customer was found incoherent in the middle of the street and was brought to the hospital. The customer reported being at fault for the low blood glucose due to not eating any food after having felt low before she left her home. No additional information was provided.